Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was frayed at the proximal clevis hub. The clevis did not exhibit any wear. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
After completion of a da vinci hysterectomy procedure, it was reported that the prograsp forceps instrument had restricted movement and a frayed wire was observed on the endowrist of the instrument. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.